Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter had a cal-code issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 6.30pm the meter was set to the wrong cal-code. The patient stated they manage his diabetes with pills, diet and/or exercise. The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing his dose of medication on (B)(6) 2015 at 6.35pm. The patient claims she/he developed symptoms of ¿dizzy and sweaty¿ 30 minutes after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca walked through changing the code, the issue was resolved with training. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.